Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in anterior side assessed, as fold flaw opening. And observed, delamination total of the valve (adhesive failure). Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional's observations, during surgery noted, "completely deflated, prior to removal". Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional's observations during surgery noted "completely deflated prior to removal". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.